Event description:
Respiratory therapist reported, a pt was removed from ventilator. A resuscitator bag was used to give pt three breaths, no pt response. Put pt back on ventilator. No reported harm to pt.